Manufacturer narrative:
Reported event of generator power down issue. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used in the colon during a procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the generator lost power output while in coagulation mode. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Visual evaluation of the returned device and foot pedal appeared to be in good physical condition. The power cord and water bottle were not returned in the box. The unit powered up and functional analysis was performed. Electrical evaluation showed electric current during monopolar mode. The variable timing selector failed to function during bipolar mode and the endostat would not switch off when reaching the selected time. The water did not boil and there was no output from the bipolar side. The reported complaint was confirmed. The most probable root cause classification is wear and tear. A review of the device history record (DHR) was performed and no deviations were found.

Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used in the colon during a procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the generator lost power output while in coagulation mode. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.